Event description:
It was reported the pt experiences a lag between when the (+) button is pressed and when stimulation amplitude increases. In turn, the pt experiences uncomfortable stimulation. Reprogramming did not provide resolution. An impedance check revealed no anomalies.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.